Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unknown patient system had pocket erosion. Noise was also observed on atrial lead. When the pocket was opened, the atrial and ventricular lead sprung out. The leads were cut at initial system explant procedure. The atrial and ventricular leads were uncapped in the pocket while the left ventricular (lv) lead was cut all the way to the last inch on the distal end near the helix. The physician visually noted that the lead conductors were exposed when the leads were already laser extracted. No diagnostic procedure was performed. No adverse patient effects were reported. This unknown system was explanted.